Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty capturing (posterior leaflet slipped out of capture) cannot be determined. The patient effect of foreign body in patient was due to the difficulty capturing as the clip was deployed on only the anterior leaflet. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip being deployed on one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip xtw was positioned on the valve. While pulling the lock line, the posterior leaflet slipped out of capture. No attempt was made to re-open and re-position the device. The physician decided to continue with deployment of the clip only attached to the anterior leaflet. An additional clip was then implanted to stabilize. The mr was reduced to grade 1. There was no patient consequences or clinically significant delay.